Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 28-jan-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (15mg/ml at 7.6 mg/day) via an implantable infusion pump. It was reported that the patient had a pocket of fluid over their pump for the past 6 months that had been fluctuating in size. He initially declined any symptoms other than the swollen pocket, but also mentioned that he had been treated for headaches that were assumed to be tension headaches. The pump pocket was opened and around 50ml of fluid was drained. The pump segment had a clean cut, possibly from the previous pump replacement in 2018, but this was unconfirmed. The pump segment was replaced, catheter patency was confirmed and a normal refill took place. The issue was resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.